Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated, the cannula was not visible; this indicates a needle mechanism failure. The pod was not worn. Treatment for the reported issue was not provided.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod delivered 46 first prime pulses. The pod generated an 0x10 alarm, indicating reset due to sawcop expiration. Battery voltages were low. Shelf mode current was within spec. The 0x10 alarm is confirmed as the root cause of the reported needle mechanism failure. It could not be determined if the observed low battery voltages are linked to the alarm.